Manufacturer narrative:
Correction: a further review of risk documentation and complaint history found that there is no precedent of a damaged catheter tip leading to an adverse event. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event.

Event description:
It was reported that, during an attempt to insert the lock pericardiocentesis catheter set in a male patient of unknown age, the tip of the sheath was torn and rolled up preventing further advancement. The physician used another device with the same rpn, which was available in the hospital. It was clarified that the device was a drainage catheter, not a sheath. During the insertion attempt, the catheter tip was torn and turned outward. As a result, the pigtail was kinked and wrinkled when catheter was pushed further. There were no significant anatomical structures in the patient¿s anatomy that would have made insertion of the catheter difficult. A photo provided by the customer showed the location of the kink, wrinkle and tear on the catheter tip. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
G4- PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
. Investigation ¿ evaluation it was reported that, during an attempt to insert the lock pericardiocentesis catheter set in a male patient of unknown age, the tip of the sheath was torn and rolled up preventing further advancement. The physician used another device with the same rpn, which was available in the hospital. It was clarified that the device was a drainage catheter, not a sheath. During the insertion attempt, the catheter tip was torn and turned outward. As a result, the pigtail was kinked and wrinkled when catheter was pushed further. There were no significant anatomical structures in the patient¿s anatomy that would have made insertion of the catheter difficult. A photo provided by the customer showed the location of the kink, wrinkle and tear on the catheter tip. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the device found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook was unable to review the device labeling, as an IFU pamphlet is not included with the complaint device. Evidence gathered upon review of the dmr, DHR and no product return, cook was not able to find evidence suggesting the product was manufactured out of specification and there was no evidence of nonconforming product in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the customer may have used just enough force to cause the device to roll up or bend back. Even though it was not a significant amount of tortuous anatomy it may have been just enough to lead to this event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.